Event description:
The patient received her scs system on (B)(6) 2009 including a percutaneous lead (for off-label use). It was reported that the patient stopped feeling stimulation due to her lead allegedly being fractured. The patient is scheduled for a surgical procedure to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.